Event description:
A customer reported a fast-draining battery issue with the adc device. The customer experienced symptoms described as "slight lip tingling" and lightheaded. The customer was treated with honey and cake by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and usb/charging cable no issues were observed. Reader was sufficiently charged.. The reader was de-cased for further inspection and no issues were observed upon visual inspection. Power consumption test performed and was within specifications. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. The customer experienced symptoms described as "slight lip tingling" and lightheaded. The customer was treated with honey and cake by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the adc device. The customer experienced symptoms described as "slight lip tingling" and lightheaded. The customer was treated with honey and cake by a healthcare professional. There was no report of death or permanent injury associated with this event.